Event description:
The physician advanced the swartz braided transseptal introducer/dilator assembly over the guidewire. As soon as the introducer was inserted, the physician noted blood leaking from the hemostasis valve. The introducer was exchanged and the procedure was successfully completed with no adverse consequences to the pt.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a f/u report will be submitted.